Manufacturer narrative:
The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
Additional information received indicated the capsule endoscopy test results identified the site of the bleeding to be the gastric antral vascular ectasias (after approximately 1 hour and 48 minutes of the patient swallowing the capsule endoscopy diagnostic device). On (B)(6) 2016, the patient was seen by a hematologist at the outpatient clinic due to a hemoglobin and hematocrit (h/h) level of 7.6 g/dl/23.2% and received 2 units packed red blood cells. Repeat laboratory test results on (B)(6) 2016 indicated h/h levels of 8.5 g/dl and 25.1% respectively. The patient was reportedly not on any anticoagulation medication. An upper esophagogastroduodenoscopy (egd) test was negative with no active bleeding observed. On (B)(6) 2016, an anterograde single balloon enteroscopy was performed at the outpatient diagnostic center to evaluate continued blood transfusions for dropping levels of h/h. Two 3 mm clean based ulcers were found in approximately mid jejunum that were treated with argon plasma coagulation (apc) therapy. Three small avms (measuring approximately 2 to 3 mm) were also found and cauterized with apc. No active bleeding was seen at any of these sites. The patient is not on anticoagulation therapy. No additional information was provided.

Manufacturer narrative:
The previously reported gastrointestinal bleeding was reported under medwatch MFR report #2916596-2016-00816. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 2 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with increasing weakness and shortness of breath. The patient's hemoglobin was 8.1 g/dl and the hematocrit was 24.1%. The patient has a history of gastrointestinal bleeding due to gastric antral vascular ectasia syndrome that has been treated over the last year with photon argon plasma coagulation and placement of 3 hemoclips. The patient is not on anticoagulation therapy and the inr level was 1.0. The patient was transfused with 1 unit of packed red blood cells. An upper endoscopy found mild antral vascular ectasias that were not actively bleeding. On (B)(6) 2016 the patient's hemoglobin was 6.7 g/dl and the hematocrit was 19.9%. The patient was transfused with 4 units of packed red blood cells. Endoscopy showed oozing at the antrum and another hemoclip was placed. A capsule endoscopy was performed but the results were not available. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.